Event description:
It was reported that (1) blade was used during a tonsillectomy. It was reported by the affiliate that the surgeon noticed a burn on the upper lip while removing right tonsil, the left tonsil had previously been removed. When burn was noticed, the lux retractor was resting on affected area holding the right tonsil. Surgeon also noticed blade warm/hot to touch on shaft near grip area. Precise timing of the burn was not known. The blade tip had touched lux retractor but contact broken immediately when "zinging" sound was heard. The protective sheath applied to blade shaft and procedure completed. The pt has a burn 1cmx1cm left upper lip adjacent to the commissure demonstrating tissue breakage and sloughing, crosses mucocutaneous junction.